Manufacturer narrative:
The initial MDR was filed on 27-jul-2018. Additional information (18-sep-2018): a siemens headquarter center (hsc) specialist has requested the dose values from the precision study that was performed. The data provided contained the counts per second (cps) numbers, but not the dose values. The cause of the discordant hcg results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue. MDR 2247117-2018-00064_s1 and MDR 2247117-2018-00065_s1 have been filed for the same issue.

Manufacturer narrative:
A siemens customer care center (ccc) specialist stated that the customer is aware that the immulite 2000 xpi human chorionic gonadotropin (hcg) assay is not meant for use as a tumor marker. The intended use for immulite 2000 hcg assay as per the IFU is as follows: for in vitro diagnostic use with the immulite 2000 systems analyzers - for the quantitative measurement of human chorionic gonadotropin (hcg) in serum, and for strictly qualitative determinations in urine, as an aid in the detection of pregnancy. The ccc specialist stated that all results were obtained from the same aliquot tube of the sample. The tubes were not re-spun before the repeat testings were performed and an ultracentrifuge was not used. A siemens headquarter support center (hsc) specialist reviewed the information in the complaint to see if there is an imprecision issue and asked if any precision studies had been performed on the instrument with patient samples and quality control materials. The siemens ccc specialist provided data on a precision study that was performed at the customer site on the immulite 2000 xpi instrument with the hcg assay and the thyriod stimulating hormone (tsh) assay. The siemens hsc specialist reviewed the data from the precision study and stated that hcg and tsh assays are run to troubleshoot the mechanics of the immulite 2000 xpi instrument. The tsh assay is used to test the washing mechanism and the hcg assay is used to test the sampling mechanism since it uses 5 ul of sample volume. The hsc specialist stated that the results of the precision study based on 20 replicates of quality control materials were acceptable. The data from a second precision study with male and female patient samples have been provided for investigation. The instrument files from the immulite 2000 xpi system have also been provided for investigation. The cause of the discordant hcg results on the immulite 2000 xpi instrument is unknown. Siemens is investigating the issue. MDR 2247117-2018-00064 and MDR 2247117-2018-00065 have been filed for the same issue.

Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained between initial testing and repeat testings on an immulite 2000 xpi instrument. The sample was repeated on an alternate platform. One of the results from the immulite 2000 xpi and the result on the alternate platform was in alignment with the patient's clinical history. It is not known if any of the results were reported to the physician(s). There are no known reports of any impact to patient treatment or intervention due to the discordant human chorionic gonadotropin (hcg) results.

Manufacturer narrative:
Supplemental MDR 2247117-2018-00063_s1 was filed on 21-sep-2018. Additional information (05-oct-2018): a siemens headquarter center (hsc) specialist reviewed the information in the complaint and stated that the precision of the controls and patient samples were within acceptable limits. Hcg (human chorionic gonadotropin) concentrations between 16 - 18 miu/ml can exhibit precision between 4.5% - 7.4%. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Immulite 2000 xpi human chorionic gonadotropin (hcg) assay is not meant for use as a tumor marker. Additional information (19-oct-2018): the dose data from the second precision study was provided for investigation. Additional information (26-oct-2018): a siemens hsc specialist reviewed the dose data of the precision study. Precision testing was done on five male and five female samples in replicates of 10 each. All 5 male samples resulted 1.0 miu/ml for each of the 10 replicates. Three of the five female samples resulted 1.0 miu/ml on each of the 10 replicates. Two of the five female samples resulted at the low end of the reportable range. The precision on all these samples were within acceptable limits. The cause of the discordant hcg results on the immulite 2000 xpi instrument is unknown. The instrument is performing within specifications. MDR 2247117-2018-00064_s2 and MDR 2247117-2018-00065_s2 have been filed for the same issue.